Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable results for multiple assays. Data was provided for seven patient samples. Patient 1: free thyroxine (ft4): initial result was 5.0 ng/dl. On (B)(6) 2015, the repeat result on the same analyzer was 1.2 ng/dl. Repeat result on a modular analyzer was 1.1 ng/dl. Testosterone: initial result was 140 ng/ml. On (B)(6) 2015, the repeat result on the same analyzer was 27 ng/ml. Repeat result on a modular analyzer was 30 ng/ml. Patient 2: (female, (B)(6)) thyrotropin (tsh): initial result was 0.17 uiu/ml. On (B)(6) 2015, the repeat result on the same analyzer was 2.44 uiu/ml. Repeat result on a modular analyzer was 2.35 uiu/ml. Ft4: initial result was 2.3 ng/dl. On (B)(6) 2015, the repeat result on the same analyzer was 1.2 ng/dl. Patient 3: (female, (B)(6)) tsh: initial result was 0.19 uiu/ml. On (B)(6) 2015, the repeat result on the same analyzer was 2.93 uiu/ml. Repeat result on a modular analyzer was 2.98 uiu/ml. Ft4: initial result was 3.1 ng/dl. On (B)(6) 2015, the repeat result on the same analyzer was 1.1 ng/dl. Patient 4: (male, (B)(6)) tsh: initial result was 0.23 uiu/ml. On (B)(6) 2015, the repeat result on the same analyzer was 1.48 uiu/ml. Repeat result on a modular analyzer was 1.48 uiu/ml. Patient 5: (female, (B)(6)) tsh: initial result was 0.08 uiu/ml. On (B)(6) 2015, the repeat result on the same analyzer was 0.51 uiu/ml. Repeat result on a modular analyzer was 0.53 uiu/ml. Ft4: initial result was 2.1 ng/dl. On (B)(6) 2015, the repeat result on the same analyzer was 1.4 ng/dl. Patient 6: (female, (B)(6)) tsh: initial result was 0.07 uiu/ml. On (B)(6) 2015, the repeat result on the same analyzer was 1.12 uiu/ml. Repeat result on a modular analyzer was 1.11 uiu/ml. Patient 7: (female, (B)(6)) estradiol: initial result was 416 pg/ml. On (B)(6) 2015, the repeat result on the same analyzer was 120 pg/ml. Repeat result on a modular analyzer was 126 pg/ml. Testosterone: initial result was 372 ng/ml. On (B)(6) 2015, the repeat result on the same analyzer was 74 ng/ml. Repeat result on a modular analyzer was 76 ng/ml. Dehydroepiandrosterone sulfate (dhea-s): initial result was 1000 ug/dl. On (B)(6) 2015, the repeat result on the same analyzer was 386 ug/dl. The initial results were considered to be incorrect. No adverse event was reported. The ft4 reagent lot number was 186318. The dhea-s reagent lot number was 185110. The tsh reagent lot number was 186663. The testosterone reagent lot number was 183512. The expiration dates were requested, but were not provided.

Manufacturer narrative:
Additional information was received that the "third result" was reported outside the laboratory.

Manufacturer narrative:
The field service representative adjusted the reagent, sipper, and sample probes, checked the tubes for air or holes, and cleaned the sample, reagent and extra wash tubes. He ran then ran successful analyzer checks and performance testing.